Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 unit customer (B)(6) called in for help with error code 800-8000 on 8015 unit which is a software fault on the unit and the only thing to resolve this is to try reflash the software on the unit but if flash fails then he has a bad logic board on the unit and will have to be replace. Customer wanted help walk him through steps to run the flash on the unit use asm software. On asm software walk to check to make sure his profile is setup on the software first and to make sure his firm ware files are loaded. We were unable to run the flash on unit at this time customer didn't have his profile setup yet. I was able to setup his profile but he has to locate the poc cd so we can further assist him in get his firm ware files setup. Customer will try to locate cd if he is unable to let him know he can call us back and we can send them a replace poc cd at no charge.